Manufacturer narrative:
Concomitant medical products: 6944-65, lead implanted: (B)(6) 2001; 419488, lead implanted: (B)(6) 2006.

Event description:
It was reported that review of a remote transmission noted what looked to be ventricular fibrillation (vf) that was being undersensed. It was also reported the cardiac resynchronization therapy defibrillator (crt-d) exhibited a detection problem. Attempts to contact the patient were unsuccessful. It was later learned that the patient had passed away.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.